Event description:
The customer reported erroneous differential results were obtained when using the unicel dxh 800 coulter cellular analysis system. The erroneous test results were not reported out of the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and adjusted the mtm (multi transducer module) gains and performed mod 11276 (mtm contamination) and mod 11207 (new nrbc mix chamber). Repeatability passed. The fse could not find a specific cause for the differential test results that were observed by the customer for the one sample. The issue was not seen on any other samples. The fse found low recovery (but within range) on wbc (white blood cell) and rbc (red blood cell) parameters for the new lot# of 6c controls. He inspected the system and found that the bsv (blood sampling valve) shaft was loose. He indicated that the set screw that couples the clutch assay to the stepper motor had backed out slightly allowing play in the shaft. He re-tightened set screw and applied locktight. System performance was verified. Identified failure modes: the failure mode for the erroneous differential test results obtained for the one sample was unknown. The low recovery on the wbc and rbc parameters was due to a loose bsv shaft. Upon recur of the bsv failure, erroneous results are likely for the cbc (complete blood count) parameters due to insufficient aspiration/segmentation of the blood sample. Evaluation of product labeling: per dxh800 instructions for use, pn 629743, the dxh 800 system manager includes flags, codes and messages to alert the operator to issues with patient or control results.